Event description:
On (B)(6) 2025, the user reported both hyperglycemia and hypoglycemia while using the ilet device. The highest recorded blood glucose (bg) was 350 mg/dl, and the lowest was 39 mg/dl. The user stated they sometimes announced meals while the ilet was already correcting, leading to insulin stacking and subsequent low bg. The user also reported disconnecting from the ilet after lows, which contributed to additional highs. The low bg was self-treated successfully with orange juice, glucose tablets, and breakfast, while the high bg resolved after allowing the ilet to deliver corrective insulin. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.